Event description:
A 28 mm diameter x 16 mm diameter x 16.5 mm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was claimed that the stent graft was defective, with no details of events which contribued to this statement. Co has been unable to obtain any further info. The device was not available to be returned for analysis. No conclusion can be drawn at this time.